Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro closure device and a watchman double curve access system (was) were selected to be used. During the procedure intracardiac echo (ice) was used for ultrasound imaging. The patient was appropriately heparinized. Transeptal access was lost when attempting to cross with the was sheath and a second transseptal had to be completed. During the second transeptal crossing with ice the imaging looked unusual, but the physician stated things looked normal. The physician proceeded to implant the closure device based on the fluoroscopy contrast shot and pre transesophageal echocardiography (tee) images. On the first placement the closure device looked to proximal to meet position, anchor, size and seal (pass) criteria so a recapture and reattempt deployment were performed. The physician decided to check for an effusion, and fluid was noted around the right ventricle (rv). It was decided to fully recapture the closure device and remove the was from the la. The ice was left in the right atrium (ra) as they began to set up for a pericardiocentesis. A catheter was then placed into the pericardial space to remove the fluid safely and in a timely manner. Approximately 250ml of blood was removed from the pericardium and returned to the patient via groin access. A pressure drain was left in place at the chest just to be safe, but it seemed like the bleeding into the pericardium stopped. The patient was admitted to the cardiac care unit (ccu) and was scheduled for a transthoracic echocardiography (tte) the following morning. The patient is expected to fully recover.